Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The root cause of this event was determined to be due to patient related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Through implant patient registry and investigation, it was learned that a 19mm 3300tfx valve was explanted after an implant duration of 8 years and 1 months due to mid-moderate stenosis and insufficiency, pannus and thicken leaflets. The explanted valve was replaced with a 19mm 11500a valve. Per medical records, the patient presented with heart failure nyha ii, and underwent a redo avr and mvr, tvr (severe regurgitation), and maze procedure. Intraoperatively the 19mm 3300tfx valve had a large amount of pannus underneath the valve which was excised, the leaflets were thickened. The aortic root was too small, trying to put a 21mm would have obstructed the coronary, so a 19mm 11500a was implanted and considered good for her bsa. Patient transferred to the cvicu post op. On pod #10, the patient discharged home in stable condition with 81mg aspirin qd, and eliquis qd for 30 days.

Event description:
Through implant patient registry it was learned that a 19mm 3300tfx valve was explanted after an implant duration of 8 years, 1 months due to unknown reasons. The explanted valve was replaced with a 19mm 11500a valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.